Event description:
It was reported while using an unspecified bd conventional pen needle the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: noticed needle (partially) blocked.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 01-dec-2022. Investigation summary: one open pen needle sample was returned from an unknown lot. No., cat. No. Unknown. A clog test as per q-sop-183-dl was carried out on the returned sample and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified.

Event description:
It was reported while using an unspecified bd conventional pen needle the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: noticed needle (partially) blocked.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.